Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had high baseline and system error #3 alarms. As a result, the pump was switched out and pump assembly was sent to and replaced by hospital biomed. There was no report of patient complications.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had high baseline and system error #3 alarms. As a result, the pump was switched out and pump assembly was sent to and replaced by hospital biomed. There was no report of patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp system error #3 and high baseline alarms are confirmed. The returned pump assembly with pcs alarmed both system error #3 and high baseline during the complaint investigation. A grinding sound was noted from the pump assembly consistent with a motor/lead screw malfunction. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.